Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - surgeon used the cannulated 6.5 tap on power over the 2.4mm guidewire. As the tap was advanced into the bone, we heard a loud crack. The entire tap broke off in the patient. The patient's bone was the hardest bone the surgeon has experienced in practice. The surgeon had to use a broken screw removal set to remove the tap. He was planning on using the 6.5 wedged baseplate, but the hole became too big due to the extraction. He had to use an 8.0 baseplate, tap, and central screw. The final outcome was acceptable. There was a 20-30 minute delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01060; unk-surg, s803 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.